Manufacturer narrative:
The device was withheld in the hospital and was not available for evaluation. A direct correlation between heartmate ii lvas and the patient's outcome could not conclusively be established. Death is listed in the instructions for use (IFU) as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device ¿ 4 years and 1 month. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that after over 4 years of support, the patient was found expired at home by the emergency doctor on (B)(6) 2018. No additional information was provided.